Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #6l; 5517f601; b399t, titanium bplate triathlon s7; 5536b700; ctd12996, titanium patella-asymmetric; 5552-l-381; atn2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to infection. All components which were originally implanted were explanted.